Event description:
Medtronic received information that 11 months post implant of this transcatheter bioprosthetic valve, an echocardiogram revealed stenosis, calcification, gradient reading of 47mm hg, and paravalvular leak (pvl). Subsequently, the valve was explanted and replaced with a non-medtronic device successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, an unknown bare metal stent remained intact around the melody valve. All leaflets were slightly stiff but flexible except where coagulated blood remained attached on the inflow and outflow. Tiny tears of unknown origin were observed on all leaflets adjacent to the free margins. All commissures appeared intact. Remnants of pannus lined the inflow and outflow orifices. A large remnant of pannus remained attached to the inflow end of the valve. Radiography showed a trace of mineralization in the large remnant of host tissue on the inflow end of the valve. Radiography did not show evidence of stent fractures. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received and the analysis results the pannus and calcification likely led to the reported stenosis and high gradient. No conclusion can be made on the reported paravalvular leak. Pannus and calcification are known adverse events and are generally patient related issues. (B)(4).

Manufacturer narrative:
Updated description of event: medtronic received additional clarifying information that this transcatheter pulmonary valve (tpv) was implanted into a failed 25 mm hancock valve. One year and two months post implant of the tpv, an echocardiogram revealed stenosis. A balloon aortic valvuloplasty (bav) was performed to reduce the stenosis. Approximately one year later, calcification, mild perivalvular leak (pvl) and a mean gradient across the valve of 27 mmhg with a peak gradient of 47 mmhg was noted. Because the chronic hancock conduit was pre-stented, the tpv could not be expanded beyond 18mm due to the conduit ring. The patient continued to have a gradient and severe pulmonary hypertension. The decision was made to explant the products as the patient was maximally treated for pulmonary hypertension. Subsequently, the tpv and 25mm hancock conduit were both explanted via redo-sternotomy. The conduit was replaced with a 26mm aortic homograft; however there was gradient within the homograft and was distal in its extent due to redundancy. Cardiopulmonary bypass (cpb) was then resumed and the 26mm aortic homograft conduit was replaced with a 25mm hancock right ventricle (rv) to pulmonary artery (pa) conduit. Post procedure, no adverse patient effects were reported. Conclusion: based on the operative report, echo result and procedural information provided, reduced performance of the melody valve may be due to a combination of complex patient anatomy and due to the condition where the melody valve was implanted, as it was reported that the melody valve was not able to be expanded beyond 18mm.

Manufacturer narrative:
Additional information was received that the mean gradient across the pulmonary transcatheter bioprosthetic valve was 27 mmhg, and the mild insufficiency was suggestive of a "tiny" paravalvular leak (pvl). A decrease in right ventricular function and dilation were noted, with pulmonary hypertension. A gradient of 30mm was noted out of the conduit. The decision was made to change out the conduit as the patient was maximally treated for pulmonary hypertension. The valve and 25mm hancock conduit were both explanted via redo-sternotomy. No adverse patient effects were reported. (B)(4).